Manufacturer narrative:
Customer's device was evaluated at the product assessment center (pac) and service representative was able to verify the reported issue. The device electronic records could not be obtained. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Event description:
A customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
(B)(6). The customer's device was sent to the product assessment center (pac) for evaluation. The customer has been provided with a replacement device.